Event description:
It was reported that an angio-seal was deployed post percutaneous coronary interventional procedure. Manual compression was applied for 30 minutes post procedure. After that, a sandbag was placed on he puncture site for 24 hours to achieve hemostasis. The patient was on complete bed rest for 5 hours. Eight minutes later, the patient bent his knee. The next day, bleeding occurred and a 5 cm x 10 cm hematoma formed. Manual compression was applied for 30 minutes. Echography was performed, but the physician could not confirm the anomalies. The next day, the groin was still bleeding. The patient was taken to surgery where the angio-seal anchor, collagen and suture were removed. Both the anchor and collagen pulled out without resistance when the physician pulled the suture with a clamp. The physician was unable to confirm whether the anchor was inside or outside of the artery. The artery and 1 mm puncture hole were sutured and hemostasis was achieved. One or two days after surgery, the patient was discharged from the hospital. Plavix 300 mg was prescribed after the coronary procedure. Heparin was prescribed during and after the procedure.

Manufacturer narrative:
One anchor, collagen fragment, and suture segment, consistent with components used in the 8f angio-seal sts device, were received for evaluation. No other components were returned. The components were wet with a blood-like substance. The anchor legs were curved away from he anchor dome, consistent with exposure to heat/moisture and external forces. No other anomalies were noted. The knot was tight, and the collagen had been compacted. The collagen was removed. Both the suture loop and anchor through-hole were intact. No biological tissue was noted on the returned components. No anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Ultrasound studies and an operative photo were received with the event. The first ultrasound consisted of six views printed on three pictures. The study date was the day after the angio-seal was implanted into the patient, consistent with the event description. These pictures represented a color flow study. A photo of an operative procedure anda removed angio-seal was included as four views printed on one sheet of paper. A color flow ultrasound study of six images printed in three pictures was dated the day the angio-seal was surgically removed. The angio-seal device instruction for use (IFU) state that bleeding for a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) state the safety and effectiveness of the angio-seal device has not been established in patients with uncontrolled hypertension.